Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 7.5, 110.5 and 126.0 cm from the proximal end of the pusher assembly. The pusher assembly was fractured approximately 123.0 cm from the proximal end. The embolization coil was inside its introducer sheath and detached from its pusher assembly. The introducer sheath had coagulated blood inside. The embolization coil was removed from its introducer sheath and the shape was present. Conclusions: evaluation of the returned pod8 revealed a fractured and kinked pusher assembly. It was also reported that the pod8 became damaged on the back table after removal from the patient. If the device is forcefully mishandled or manipulated outside the body, damage such as a fracture and kinks may occur. Further evaluation revealed the embolization coil was detached from its pusher assembly and stuck within its introducer sheath. The embolization coil was removed from its introducer sheath and the shape was present. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, the physician advanced a pod8 into the target vessel and reported that it was too large and would not take its intended shape. The pod8 was therefore removed and was no longer used in the procedure. It was also reported that the pod8 became damaged on the back table after removal from the patient. Subsequently, the procedure was completed using a pod6. There was no report of an adverse effect to the patient.